Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from two patient samples when tested on a vitros 7600 integrated system. Patient sample 1 result of 0.093 ng/ml versus the expected result of <0.012 ng/ml patient sample 2 result of 0.102 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reproducible, higher than expected, vitros tropi es results were reported from the laboratory. However, corrected reports were later issued for the affected samples. No treatment was initiated, altered or stopped based on the reported tropi es result and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600589.

Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from two patient samples when tested on a vitros 7600 integrated system. The assignable cause of the events is an instrument issue specific to the well wash and signal reagent modules. An ortho field engineer (fe) went on site and processed a service scripts performance test, which was out of specification. It was also noted at this time that the signal reagent (sr) a and b pumps were leaking and intellicheck values were outside acceptable specification. The ortho fe performed service actions which included changing the linear motor and cleaning the assembly. A repeated service scripts performance test was then within expectation. Following these actions, diagnostic within-run precision testing was performed with acceptable results. The fe then ordered additional parts and returned to the site and replaced the sr pumps, the microwell shuttle weight, and verified sr dispense volumes. The fe repeated the diagnostic within-run precision testing, which was again within acceptable guidelines. Although precision testing was not performed prior to the service actions, the failing performance test indicates that the analyzer was not performing as expected prior to the fe service actions. The service actions performed by the fe returned the vitros xt7600 to expected performance. Reported qc fluid performance indicates a vitros tropi es lot 4870 performance issue is not a likely contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4870.